Event description:
The patient reported that in (B)(6) 2022, the patient started experiencing a shocking sensation with every little movement they did.  The checked their settings on their controller, and they noticed that all of their programs seemed to be on in group a.  They turned all programs off in group a except for program 1.  After doing that the shocking resolved.    However, the following day, the shocking occurred again.  They checked their programmed settings again and found that all of the programs were on again even though they hadn't turned them back on.   The pt noted they also turned cycling off.  The patient also mentioned that they were told by their doctor that they would have adaptivestim available however, they didn't see an adaptivestim option in any of their groups.   The pt confirmed that when they use their controller they press the white button on top and then go to unlock the controller.  They were redirected to their doctor to further address this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported no message was left with patient. Event reported through patient services. Patient met with patient on (B)(6) 22. Patients values were turned up higher due to patients manipulation of the intensities on dtm. Intensities were set to the appropriate level. Cause of shocking was due to settings being elevated by patient. Cause not determined for programs turning back on in group a unexpectedly. Shocking resolved after meeting with patient.